Event description:
Pulmonary artery (pa) catheter not displaying temperature, and therefore unable to obtain cardiac output or cardiac index values. Unpon arrival to ICU, a temperature was displayed on monitor enabling staff to obtain above said values. However, the temperature fluxuated sharply (a change of 2 degrees celcius over 30 min), then no temperature was displayed. Cables to monitor double checked, and switched for other cables, then biomed paged. Biomed at bedside and determined pa catheter to be faulty.